Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported a dialyzer blood leak that occurred during a patient¿s hemodialysis (hd) treatment. The cm stated the leak occurred approximately three hours into the patient¿s treatment. Drops of blood were noted on the floor beneath the dialyzer, and the leak was traced to the header of the dialyzer. No obvious damage was identified on the dialyzer. The cm could not provide more detailed information about the leak location; they were relaying the information as it was provided to them. Per the cm, the blood leak was also visible in the dialysate compartment of the dialyzer. The machine, a fresenius 2008t, did not alarm. Fresenius bloodlines were also being used for the treatment. Two blood test strips were used to test for the presence of blood, and they both tested positive. After the blood leak was identified, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 350 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on the same machine. Following the completion of treatment, the 2008t machine was pulled from service for evaluation. Additional follow up was performed with the biomedical technician (biomed) at the facility. The biomed stated the machine was bleached, and the blood leak detector was calibrated. The machine subsequently passed all tests in dialysis mode. The voltages were stable and within range, and there were no alarms or errors during testing. The machine was then put through a heat disinfect and returned to service. The dialyzer in use was reported to be available for a manufacturer evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.